Event description:
Country of complaint: (B)(6). Incident: three threads broken very easily. Type of surgery was oesophagus. Customer assume a problem with the batch.

Manufacturer narrative:
Samples received: 25 unopened racepacks. There are no previous complaints of this code batch. We manufactured and distributed in the market 6,048 units of this code batch. There are no units in our stock. We have received 25 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(4). 2.91 kgf in average and 2.88 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. When working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Although the results of the samples received fulfil the specifications of (B)(4)/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.